Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a six-month follow-up (initial surgery date: (B)(6) 2010), the pt experienced a hernia recurrence. The pt allegedly required intervention to prevent permanent impairment. It is unk what caused the recurrence.